Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: the device was returned for evaluation. Post-procedural adverse event (ischemia): the returned product was investigated. Dried blood was found on the sterile sleeve and suture hub. No sterile sleeve damage was seen. The catheter was damaged at the 45 cm marking, near the suture hub. No cannula kink or damage was found. The guidewire was free of kinks and no damage was seen. Clinical details mention that the patient's distal pulses were not present after impella removal. After the patient was taken to the operating room for vascular exploration, it was found that the angioseal had embolized down the leg. In order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported on a male patient, who had an impella cp removed bedside using 14fr manta. It was reported that after removal, the femoral pulse was dopplerable, but distal pulses were not present. The patient was taken to the or for vascular exploration and an angioseal was embolized down the leg, so impella and manta ruled out. The patient survived the procedure.